Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed safety valve and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Ur field service engineer (fse). The issue was confirmed and resolved by replacing the device expiratory printed circuit (pc) board. The replaced pc board was returned for investigation. The reported pre-use check failure regarding the flow transducer test was reproduced during testing. The error is most likely due to a component error, which component that has failed has not been established.

Event description:
Manufacturer ref. #(B)(4).